Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for one patient tested for total hemoglobin (thb) and hematocrit (hct) on a cobas b 123 poc system (b123). The sample was run in capillary mode and initially resulted with a thb value of 4.8 g/dl and a hct value of 19.7 %. The same sample was repeated on a second analyzer in syringe mode and resulted with a thb value of 10.2 g/dl and a hct value of 33.0 %. The results from the second analyzer were believed to be correct. No adverse events were alleged to have occurred with the patient. The sensor cartridge lot number and expiration date were asked for, but not provided. The customer states that they may not have mixed the sample correctly when performing initial testing. Similar issues did not occur with subsequent samples and the customer has not encountered any further issues.

Manufacturer narrative:
The measurements of the thb and hct values are derived from two independent measurement methods in the analyzer. This strongly indicates that a pre-analytic issue such as sedimentation effects caused the difference in values. The customer also noted that they may not have mixed the sample correctly before initial testing. The issue was determined to be caused by the pre-analytic handling of the sample.